Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre-dilated lesion. While attempting to retract the catheter the physician felt some resistance. He then advanced the catheter forward and with some manipulation was able to retract into the guide catheter and remove. Upon removal it appears that the proximal edge of the stent is flared. The case was completed with another stent. No patient injuries or complications occurred.